Event description:
It was reported that stent damage occurred. A synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent was frayed at the tip. There were no patient complications reported.

Manufacturer narrative:
Lot number: 0027681197. Expiration date: 07/07/2023. Unique identifier (UDI) #: (B)(4). B3 - date of event: used the first day of the month of aware date as event date was not provided.

Event description:
It was reported that stent damage occurred. A synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent was frayed at the tip. There were no patient complications reported.

Manufacturer narrative:
Date of event: used the first day of the month of aware date as event date was not provided.